Manufacturer narrative:
Based on the information provided, this complaint is being reported due to the following conclusion: during use of the prograsp forceps instrument, it was alleged that fragment(s) broke off the instrument and fell inside the patient. Although the fragment(s) were retrieved during the same procedure and there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was initially that reported during a da vinci-assisted surgical procedure, a "wire" from the prograsp forceps instrument "snapped" while inside the patient. A visual inspection of the abdomen and an intra-operative x-ray was performed and no there were no findings. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that a fragment did fall inside the patient but was retrieved during the same procedure. It was also confirmed that the procedure was completed without patient injury.